Manufacturer narrative:
(B)(4). Eval results: (root cause undetermined), (device not rec'd for eval).

Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of a lesion. The physician inserted the device into the pt and after inflation of the balloon, the physician felt that sub-optimal results were achieved. The physician believed that the stent had been deployed, however, the stent was found in the sheath on the table. Info rec'd confirmed that there were no issues with the device packaging. The device was removed from the hoop and the protective sheath was removed w/o issue. The protective sheath was handled correctly during removal. No clinical sequelae were reported.